Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This is 2 of 2 medwatch reports regarding this event. MFR report number: 2032227-2016-09364.

Event description:
It was reported that the customer had high blood glucose the last couple of days and cannot get them down. Customer stated that her blood glucose was 28 mmol/l last night and 30 mmol/l this morning. Customer's blood glucose is currently at 16.8 mmol/l. The customer changed her infusion set this morning as well as last night. Customer has been correcting all day and corrected shortly before this call. Troubleshooting was performed and the insulin did exit the tubing. Customer stated that the cannula is not bent. It was explained that high blood glucose is often caused by site or set issues. Customer was advised to do a complete set change. Customer stated that the problems started the day she received the pump. Prior to this pump, customer stated that her blood glucose readings were under control. Customer checked and her blood glucose was down to 15.3 mmol/l and correction was 45 minutes ago. Customer also reported issues with 2 sets not sticking after insertion.